Manufacturer narrative:
In conclusion: inpen passed all required testing. No anomalies were noted, and all functions tested ok. Dose log/report data inaccuracy was not confirmed. However, the tick mark dose not align in the gage window when dialed to different doses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced dose log/report data inaccuracy. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105elblna was requested and customer has returned the device.